Event description:
It was reported that a patient with a herniated lumbar disc underwent an open lumbar discectomy. It was reported that the a piece of the pituitary broke and became lodged in patient's bone. The piece was removed by the surgeon. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review identified superior dynamic jaw hinge breakage at the centerline of the pivot pin. Optical examination identified a quasi-brittle fracture with no indication of fatigue. Bending is noted around one side of the upper pivot pins. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.